Event description:
It was reported that in 2008, the pt experienced stronger spasms and was believed to be "not controlled". The dose of gabalon was 120 mcg/day. The hcp checked the pump system with x-ray, and found that the tip of catheter was "out of marrow cavity with catheter contrast study". The hcp pt was taken to surgery for replacement of the catheter. The pt recovered after the operation. The dosage was reduced by 50 ug/day.

Manufacturer narrative:
Results - used for the catheter.